Event description:
It was reported that a user observed a morning hyperglycemia reading of approximately 250 mg/dl after stable overnight values, which then trended downward toward range after the user became active; the user queried whether an extended low the prior day could have influenced the ilet system¿s insulin delivery, and education was provided that recent hypoglycemia can prompt reduced insulin delivery. Symptoms included transient hyperglycemia without reported injury. Outcomes included no hospitalization and no medical intervention beyond routine monitoring and troubleshooting education. Investigation included case triage and user education regarding automated insulin modulation after recent hypoglycemia and activity-related glucose changes. Investigation of this case revealed no device malfunction or component failure and was consistent with expected automated insulin adjustments following a prior hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to physiological and algorithmic response to recent hypoglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.